Manufacturer narrative:
The meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012 and evaluated by product analysis respectively on (B)(4) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch veriopro meter was reading inaccurately high compared to his feeling and against another meter. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests five to six times a day (in the morning, at every meal, and in the evening). The patient manages his diabetes with levimir (17 units in the morning and 11 units in the evening) and novorapid insulin (sliding scale based on his blood glucose reading and food intake). The patient's normal blood glucose range in the day is between "80-100mg/dl" and in the evening "80-140mg/dl". When the patient's blood glucose is below his normal range, the patient experiences symptoms of back pain, talkative, and difficulty seeing; and according to the csr's documentation, when he is above his normal range, he feels "flabby". The patient corrected and clarified that he obtained a blood glucose reading of "324mg/dl" with the subject meter on (B)(6), 2012 at 12pm; a reading the patient reportedly felt was high compared to how he was feeling. Based on the reported reading, the patient confirmed he administered 5 units of novorapid insulin. Later that day (at 2:40pm), the patient reportedly obtained a blood glucose reading of "66mg/dl" with the subject meter, just after feeling nervous and allegedly losing his vision. The patient consumed food as self-treatment soon after and indicated his symptoms improved an hour later. At 4pm that day, the patient confirmed he obtained a reading of "227mg/dl" with the subject meter, and as a scheduled routine, the patient consumed his meal at 4:30pm and administered 5 units of novorapid insulin. At 6:35pm the patient confirmed he obtained a reading of "366mg/dl" with the subject meter, then "228mg/dl" with the contour meter, and soon after he administered an unspecified dose ofinsulin based on the contour meter reading. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted that the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.